Event description:
Patient was undergoing an ivc filter replacement in interventional radiology. The right femoral vein was entered using micropuncture needle system for the placement of bentson guidewire in the ivc. A flush catheter was placed in the ivc and venacavogram was carried out with contrast injection. The ivc was of normal caliber bilarteral renal vein inflow was noted. No congenital anomalies was noted. No intraluminal filling defects were noted. Bentson guidewire was again placed in the ivc. The flush catheter was removed and replaced with the filter sheath which was advanced to the infrarenal position. The filter system was loaded. There was considerable difficulty to deploy this filter. The arms deployed successfully however the legs of the filter did not open out when the filter was delivered into the ivc. The filter did not migrate in the ivc. It was felt at this time that this was not a stable filter. The filter was successfully removed using the retrieval device from the right jugular approach. A new filter sheath was then placed in the ivc over the wire using the same access in the right femoral vein. A bard ivc filter was then advanced to the infrarenal location after contrast injection of the ivc and deployed successfully without complications.